Event description:
New information received states that loss of capture and high, out of range high voltage impedance was noted on the right atrial lead after uncoiling the lead from under the old device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator replacement procedure unrelated to this event, lead fracture was observed after it uncoiled from the pocket. The lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable post procedure.